Event description:
A non-healthcare professional reported that during cataract surgery with an intraocular lens (iol) implant procedure, when changing the lens due to capsular rupture, the haptics broke when implanting the lens. The procedure was completed on same day. There was no patient contact, no impact on the patient. Additional information has been requested. There are three medical device reports associated with this report. This is 2 of 3.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information was provided in d.3.,d.9.,h.3.,h.6 and h.11. The lens was returned inside the lens case in the opened pouch placed into the lens carton. Viscoelastic was dried on the lens. One haptic was broken in the distal area. Associated products were not provided. It is unknown if qualified products were used. The reported broken haptic damage was observed. All lenses are 100 percent inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow up information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.